Event description:
It was reported that the nurse started therapy in arctic sun device and device was alerting low flow and air leak. Flow rate was 1.3 l/m. Confirmed they were not in front of device and stated they could get in front of device right now. Mss walked through stop therapy, drain pads, disconnect and reconnect holding nowhere near clear connectors. Stressed to ensure they heard the audible clicking noise with each connection. Make sure all lines were straight with no bends or kinks.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue was an air leak in the fluid delivery line. However, this could not be confirmed. The serial number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "carefully observe the system for air leaks before and during use. If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections. If needed, replace the leaking pad. Leakage may result in lower flow rates and potentially decrease the performance of the system." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse started therapy in arctic sun device and device was alerting low flow and air leak. Flow rate was 1.3 l/m. Confirmed they were not in front of device and stated they could get in front of device right now. Mss walked through stop therapy, drain pads, disconnect and reconnect holding nowhere near clear connectors. Stressed to ensure they heard the audible clicking noise with each connection. Make sure all lines were straight with no bends or kinks.